Event description:
It was reported by service report that the release pedal was not lowering the jack properly. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Release pedal.